Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-02587. It was reported recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A 33mm watchman ® laa closure device & delivery system was advanced through the watchman ® access system. The closure device was deployed, but it could not anchor to the laa. A recapture was performed and the shoulders of the closure device went in with usual resistance during the partial recapture phase. They attempted to keep going with the recapture and perform a full recapture, but the resistance was much higher than usual. The physician tried several times with the recommended maneuver and it didn¿t work. After several attempts, the closure device finally went inside the delivery system. Once it was outside the patient on the preparation table, they deployed the device outside of the delivery system and noticed that two of the anchors were bent backwards. Another closure device was used to complete the procedure successfully. There were no patient complications and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman delivery system (wds). The device was bloody and the valve was tight. The implant was received protruding outside of the sheath for 16 mm and was deployed during lab investigation. The implant was consistent with the reported information. The implant and core wire was microscopically, tactile and visually inspected. Inspection revealed numerous kinks in the sheath, tip damage (tricuts flared/abrasions/separation of layers), sheath damage (abrasions), and anchor damage. Functional testing of implant recapture could not be done due to the excessive kinks in the sheath. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.bsc ID: a00707358tw 5048229

Event description:
Same case as MDR ID: 2134265-2018-02587. It was reported recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A 33mm watchman ® laa closure device & delivery system was advanced through the watchman ® access system. The closure device was deployed, but it could not anchor to the laa. A recapture was performed and the shoulders of the closure device went in with usual resistance during the partial recapture phase. They attempted to keep going with the recapture and perform a full recapture, but the resistance was much higher than usual. The physician tried several times with the recommended maneuver and it didn¿t work. After several attempts, the closure device finally went inside the delivery system. Once it was outside the patient on the preparation table, they deployed the device outside of the delivery system and noticed that two of the anchors were bent backwards. Another closure device was used to complete the procedure successfully. There were no patient complications and the patient was stable.